Event description:
Consumer called to report their meter giving very different readings. Analysis run on clark error grid using mean average readings (133) as ref. Point vs. Bd readings of 38, 54, 196, 244 yielded data points in the c zone of the grid, outside of acceptable limits.